Manufacturer narrative:
The reported complaint of the power button of the autopulse platform (sn (B)(4)) was pushed in and unable to power on was confirmed during visual inspection and functional testing. The root cause was due to a damaged power button bracket likely due to user mishandling such as a drop. During visual inspection, the power button was pushed in the autopulse platform due to a damaged bracket confirming the reported complaint. In addition, unrelated to the reported complaint, cracked top cover and bottom enclosure was observed likely due to user mishandling such as a drop. Unable to perform initial functional testing due to the platform was unable to power on due to the damaged power button bracket. After replacing the power button bracket, top cover, and bottom enclosure, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with sn (B)(4).

Event description:
During shift check, the power button of the autopulse platform (sn (B)(4)) was observed to be pushed in and the user was unable to power on. No patient involvement.